Event description:
Procedure type: urological. According to the reporter: allegedly, the patient underwent treatment (B)(6) 2005 for posterior colporrhaphy and enterocele repair, mesh was placed at the vaginal apex. Symptoms of erosion began in (B)(6) 2008 with noted malodorous discharge and underwent excision of a vulvar mass on (B)(6) 2008. Approximately 3 months later she again noted a pelvic mass and malodorous discharge and was diagnosed with a fistulous tract. Patient underwent excision of fistula and removal of mesh at the vaginal apex on (B)(6) 2009. Patient continues to experience pain.

Manufacturer narrative:
(B)(4).